Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited loss of capture and decreased r wave measurements. This lead has been in service for approximately 3 months. The physician elected to reposition the lead, which was performed without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.